Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for aseptic loosening. There is no attachment of the ankle replacement components.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for aseptic loosening. There is no attachment of the ankle replacement components.

Manufacturer narrative:
Upon further investigation it was noted that this device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.